Event description:
Patient was undergoing thromboaspiration for acute cerebral infarct with the penumbra system. During the operation the provided filter could not be attached to the aspiration pump. A hospital staff member held the filter manually with his hands and the operation was successful.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.